Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure to move the system to the right side of the patient. Prior to the procedure, it was noted that the right ventricular lead had high thresholds. The lead was capped and replaced on (B)(6) 2018. The patient was discharged.